Event description:
It was reported to boston scientific (bsc) on 10/16/06, that during a colonoscopy using radial jaw 4 on a male pt (age unk), multiple biopsies on a sessile polyp were taken. Although the procedure was completed without complication, twenty four hours following the procedure, the pt complained of abdominal pain, the physician indicated a concern of a possible micro perforation as the cause. No info has been provided to bsc regarding any further treatment necessary to resolve the pt's condition. An attempt has been made by bsc to obtain add'l info regarding the condition of the pt, but add'l info has not been received from the customer.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.